Manufacturer narrative:
The distributor from switzerland reported that a gap nail broke in patient. Following further discussion between the distributor and the treating surgeon, prof. (B)(6), additional information became available. According to prof. (B)(6), the most likely cause of the nail breakage was patient related biological factors (child's biology), rather than a device-related issue. Based on this assessment, the surgeon indicated that he does not intend to file an external report related to this event. The implant was scheduled to be removed on (B)(6) during revision surgery and replaced with a new gap nail. The distributor confirmed that, following explantation, the removed nail will be returned to orthopediatrics for examination. This return will allow for a device-level assessment, if deemed necessary. At the time of this investigation, no detailed clinical or procedural information (e.g., patient weight, duration of implantation, fracture pattern, or intraoperative observations) had been provided beyond the surgeon's conclusion regarding biological factors. Additionally, the device had not yet been received for analysis; therefore, no physical examination was performed during this phase. Based on the available information, there is no indication of a manufacturing defect or systemic product issue. The event is currently considered likely attributable to patient-related factors, as assessed by the treating surgeon. No similar trends or signals related to gap nail breakage were identified during this investigation. The current design of the gap aims to minimize the risks fractures in patients with bone dysplasias involving weak and/or thin bones. In these cases, the size of the bone determines the maximum size of nail that can be used. While the use of the gap nail allows a decrease of the probability of bone fractures, the small size of bone and its weakness will remain an underlying condition. Thus, the possibility of bone or nail fracture is still existent. This investigation is considered closed pending receipt of the explanted device. Should examination of the returned nail identify findings inconsistent with current conclusions, the complaint will be reopened and reassessed accordingly.

Manufacturer narrative:
A gap nail fractured while implanted in the patient. The broken implant remains in situ. A revision surgery will be required to remove and replace the nail. Additional information will be required from the distributor, including the patient's weight, the size and lot number of the fractured nail, the duration of implantation, and any available details regarding the circumstances under which the nail failed.

Event description:
The distributor from switzerland reported that a gap nail broke in patient.